Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar was cracked/ broken. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument's tips would not open and close after inserted inside the patient. There were no broken cables. The damage location was on the device closest to the portion entering the patient's body. Nothing was dislodged/unhinged or sticking out. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tang near the base of the grip tip. This causes the instrument to appear broken. Further inspection found indentations on the grip tang. The instrument was found to have one indentation at the base of the grip tips, on the grip tang. The grip tang was found to be bent, and additional damage was not found at the distal end. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.